Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), tubo-ovarian abscess ('tubo ovarian abscess') and genital haemorrhage ('gen. Abnormal bleeding') in a 21-year-old female patient who had essure (batch no. 870875-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and colonoscopy. Concurrent conditions included sulfonamide allergy, hives, vaginitis, vulvovaginitis, nausea, vomiting, vaginal itching, vaginal burning sensation, left lower quadrant pain, anxiety disorder, back pain, neck pain, gastrointestinal bleeding, leg cramps, ovarian cyst, urinary tract infection, intractable hiccups, gerd, ischemic colitis, nausea, hepatic steatosis, diarrhea, epigastric pain, belching, bloating, hyperglycemia, abdominal discomfort, hydrosalpinx, type ii diabetes mellitus and redness. Concomitant products included metformin since (B)(6) 2016 for diabetes, lorazepam for insomnia, dicycloverine hydrochloride (bentyl) since (B)(6) 2015 for ischemic colitis, prochlorperazine and rizatriptan for migraine headache, nsaids since 2008 and paracetamol (acetaminophen) since 2008 for pelvic pain female, ciprofloxacin (floxin) since 2008 and metronidazole (flagyl) since 2008 for pelvic pain female and dyspareunia as well as chlorpromazine (thorazine), cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011, fentanyl, gemfibrozil from (B)(6) 2018 to (B)(6) 2019, haloperidol (haldol), ibuprofen, ketorolac tromethamine (toradol), lorazepam (ativan), ondansetron, pantoprazole from (B)(6) 2018 to (B)(6) 2019, paracetamol (tylenol), promethazine and propranolol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems urinary probs., vaginal infection"), vaginal discharge ("bladder/urinary problems urinary probs.,: vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraine/ headaches "). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal infection and vaginal discharge had resolved and the pelvic inflammatory disease, tubo-ovarian abscess, depression, anxiety, fatigue, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, vaginal infection .,vaginal . Discharge, insertion details:- right tube with 1 of coil; left tube with o4 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine headache, menorrhagia, fatigue, dyspareunia, vaginal discharge, abdominal pain, vaginal bleeding. Lot number reported 870875 is inv . Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems urinary probs., vaginal infection") and vaginal discharge ("bladder/urinary problems urinary probs, vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. Imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury, bladder/urinary problems urinary probs., vaginal infection, vaginal discharge were added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pelvic inflammatory disease ('pid (pelvic inflammatory disease)'), tubo-ovarian abscess ('tubo ovarian abscess') and genital haemorrhage ('gen.abnormal bleeding') in a 21-year-old female patient who had essure (batch no. 870875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and colonoscopy. Concurrent conditions included sulfonamide allergy, hives, vaginitis, vulvovaginitis, nausea, vomiting, vaginal itching, vaginal burning sensation, left lower quadrant pain, anxiety disorder, back pain, neck pain, gastrointestinal bleeding, leg cramps, ovarian cyst, urinary tract infection, intractable hiccups, gerd, ischemic colitis, nausea, hepatic steatosis, diarrhea, epigastric pain, belching, bloating, hyperglycemia, abdominal discomfort, hydrosalpinx, type ii diabetes mellitus and redness. Concomitant products included metformin since (B)(6) 2016 for diabetes, lorazepam for insomnia, dicycloverine hydrochloride (bentyl) since january 2015 for ischemic colitis, prochlorperazine and rizatriptan for migraine headache, nsaids since 2008 and paracetamol (acetaminophen) since 2008 for pelvic pain female, ciprofloxacin (floxin) since 2008 and metronidazole (flagyl) since 2008 for pelvic pain female and dyspareunia as well as chlorpromazine (thorazine), cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011, fentanyl, gemfibrozil from (B)(6) 2018 to (B)(6) 2019, haloperidol (haldol), ibuprofen, ketorolac tromethamine (toradol), lorazepam (ativan), ondansetron, pantoprazole from (B)(6) 2018 to (B)(6) 2019, paracetamol (tylenol), promethazine and propranolol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems urinary probs., vaginal infection"), vaginal discharge ("bladder/urinary problems urinary probs.,: vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraine/ headaches "). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal infection and vaginal discharge had resolved and the pelvic inflammatory disease, tubo-ovarian abscess, depression, anxiety, fatigue, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, vaginal infection .,vaginal . Discharge, insertion details:- right tube with 1 of coil; left tube with o4 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, migraine headache, menorrhagia, fatigue, dyspareunia, vaginal discharge, abdominal pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Events added from pfs- mental anguish, fatigue, abnormal bleeding (vaginal), migraine headache and previously reported event- psychological trauma updated to event-depression. Event added from medical record-tubo ovarian abscess, pid (pelvic inflammatory disease). Reporter information, medical history, concomitant drug, events onset date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.